Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following an atrial fibrillation persistent procedure, a pericardial effusion was diagnosed via ultrasound. Following post ablation mapping with the mapping catheter, the patient became hypotensive and a pericardial effusion was noted. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.